Event description:
The oticon medical representative reported that the patient indicates no hearing sound. Despite the antenna, and cable changes, the problem persists.

Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant neuro zti evo was not explanted as of the date of this report. Currently, this event is not a serious injury. Follow-up reports will be submitted as necessary.